Event description:
The pt was treated with injection therapy to reduce unwanted stimulation and to reset nervous system. The pt is reportedly doing well.

Manufacturer narrative:
This is the final report.